Event description:
Pump reported to stop infusing without alarm and will not deliver boluses. The anesthesiologist delivered medication manually via bolus dose. The patient was cared for without sequela from this event.